Event description:
It was reported that during a hepatectomy procedure, the device was closed onto the vascular pedicle and the surgeon fired the device as usual. Upon opening the jaws, the surgeon could see there was bleeding along the staple line. He observed the staple formation was malformed as the stapes were not in the b formation and most were open or boxed shape. The surgeon stitched the pedicle. The surgeon then used another device and reload to staple the hepatic vein, which worked well. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.